Event description:
The customer reported that the alarm has no power and they tested it with new batteries. There was no pt injury reported. Inspection of the product by posey found that the alarm has power but no alarm tone. The fail safe is not working.

Manufacturer narrative:
(B) (4). Eval of the returned product found that the alarm does power on but has no alarm tone. The fail safe feature is not working and the rj-11 sensor is not working. (B) (4).

Manufacturer narrative:
(B) (4). Eval of the returned product found that the alarm does power on but has no alarm tone. The fail safe feature is not working and the rj-11 sensor is not working. (B) (4).